Event description:
It was reported that during implant procedure this left ventricular (lv) lead was an attempt due to the stylets were difficult to insert. After several attempts, the physician decided to change to a different stylet and it was able to implant the lead. Nevertheless, the lv lead exhibited noise, pacing inhibition and high pacing thresholds. It was suspected that the lead was damaged. Subsequently, no lv lead was implanted. No adverse patient effects were reported.